Event description:
It was reported that the patient began having increased pain about a month prior to this report. No acute withdrawals occurred. A catheter dye study was performed on the report date and the healthcare provider (hcp) was unable to aspirate, so he pushed the drug through the catheter along with the dye. It was a little hard to ¿blast through¿ the catheter, but he got it to go and the dye study looked good. An MRI was to be done to look for a granuloma. The patient was admitted. The device system was used to deliver clonidine, bupivacaine and dilaudid. It was later reported that, as of 2014 (B)(6), the patient was doing fine and receiving effective therapy. The cause of the increased pain was not determined.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).